Manufacturer narrative:
Although requested, the AED has not been returned and the cause of the complaint is not known. Should additional information become available, a follow-up MDR shall be submitted.

Event description:
A customer reported their battery pack will not stay latched in their AED. They reported this did not occur during patient use.

Manufacturer narrative:
Upon return, the device underwent bench testing, it was confirmed that the battery pack could not be securely latched into the battery well. The issue was caused by broken battery latch, which are intended to assist in securing the battery in place. Despite the damaged latch, the device is able to function when the battery is manually held in position.